Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were failed. A field service engineer reseated and inspected all cables, removed drawer 1.1 pocket e1 due to a bad pocket, replaced the damaged retractor band, and installed missing and damaged slide bumpers in main drawers 3.1, 4.1, and 4.2. The customer tested the unit afterward and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 and 1.2 failed, restarted but failed again and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.